Event description:
It was reported the vns patient's vns had been previously disabled due to lack of efficacy and was now requesting that the vns be explanted. The physician checked the device during the office visit, confirmed it was previously turned off, and referred the patient to a surgeon for removal. The patient left the office but came back later that afternoon complaining of painful stimulation. The device was checked and it was found that the patient's stimulation had inadvertently been turned on due to a likely faulted system diagnostics test. It is likely that the physician did not perform a final interrogation to check that the patient's vns was still. The patient's vns was disabled once more and the pain resolved. Attempts for the product information are in progress.